Event description:
Pt's husband said pt is currently hospitalized for flu and pneumonia. Pt is allergic to tegaderm dressing. Date of admittance/ discharge or length of hospitalization is unknown. Unknown if md aware. No further info/details or dates available. IV remodulin pt.